Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm. Non-medtronic stents limbs were also implanted during the procedure. It was noted that the patient had a short neck. It was reported during the index procedure that the physician decided to perform a one-sided renal artery chimney during the procedure. When the guiding catheter was inserted to perform cannulation, a branch artery of sma was mistakenly cannulated. A marked drop in blood pressure was observed during the evar procedure approximately 45 minutes later. Rupture was suspected, and when angiogram was performed on the sma and renal arteries, the rupture was confirmed in the branch artery of the sma. Coiling was performed on the sma branch vessels, and then nbca was performed. To seal the perforation. Drainage was also performed. No endoleaks were confirmed during the final contrast study.  A thrombus occlusion was observed in the contralateral side (right) on the non medtronic stent assuming intravascular coagulation abnormality. Another non medtronic stent device was implanted and the procedure was completed. As per physician the cause of the perforation is undetermined. No additional clinical sequelae was reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was confirmed that the vessel perforation has resolved after the intervention. The occlusion of the non-medtronic limb (excluder) did not extend/affect the endurant bifurcate. Per the physician, the cause of the event may be related to accidental cannulation of the sma and manoeuvring of catheters, however this could not be fully determined as a direct cause of the perforation. The perforation occurred more than 40 minutes after the accidental sma cannulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.